Event description:
It was reported that the patient presented to the clinic after receiving inappropriate therapy. Egm confirmed svt shock. Programming changes were made; the patient was feeling fairly well.

Manufacturer narrative:
(B)(4).